Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is not possible as no lot number was provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported by the physician that the patient underwent a cooled rf procedure of either the lumbar or sacral spine on a united states air force base in the (B)(6), on (B)(6) 2016. On (B)(6) 2016, the patient reportedly passed away from an infection of flesh eating bacteria. The physician was unable to provide information if the device used was single use per patient or per procedure. Additional information has been requested. No further information has been provided at this time.

Manufacturer narrative:
Correction - date of event is (B)(6) 2016 not (B)(6) 2016. All information reasonably known as of 04apr2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).